Event description:
A customer reported observing biased phenytoin results using 2 qc fluids. This event is consistent with malfunction that may result in inappropriate physician action. Results were not reported and there was no report pt harm as a result of this event.